Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer called and reported that they experienced a high blood glucose of over 400 mg/dl at the time of the incident. The customer's other blood glucose was 383 and 122 mg/dl. The customer treated with a manual injection and also with a bolus from the insulin pump. The customer mentioned symptoms such as feeling tired. The customer was wearing the insulin pump during the incident. The auto mode on insulin pump was not active. Troubleshooting was completed. Customer declined to check for the presence of leaks or air bubbles in the tubing and reservoir. Customer declined to check for possible site or insulin issues. Customer declined to check their settings. The insulin pump will not be returned for analysis.